Event description:
It was reported that the pump battery was depleting quickly and a malfunction alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes.